Manufacturer narrative:
Product complaint # ==> (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to loosening of the femoral component at the bone to cement interface. Cement manufacturer was unknown. It was also reported that the patient has a right total knee that was done about 4 years ago. The knee is stiff with limited motion. The surgeon needed to revise the femur to achieve more extension. It turns out that the femoral component was loose and came off easily. The surgeon still could not get the motion needed, so the tibial tray was also removed. The tibial tray was well fixed. The patella was well fixed and retained. The knee has full motion now. Doi: 4 years ago. Dor: (B)(6) 2023. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.